Manufacturer narrative:
Investigation summary: with all available information, boston scientific concludes that unknown factors most probably contributed to the event. Evidence suggests that the device remains in service. If the product is explanted and returned to boston scientific for analysis, a report will be provided. Device technical analysis: the complaint device was not returned to boston scientific as it remains in service, so product analysis could not be performed. Product record reviews did not identify a potential product quality issue or new patient harm. Investigation conclusion: it can be concluded that unknown factors most probably contributed to the event.

Event description:
It was reported that this patient's communicator displayed a flashing red call doctor (rcd) icon. Technical services (ts) referred the patient to the following clinic. It was also reported that the communicator has not connected for the past six months. No adverse patient effects were reported.

Event description:
It was reported that this patient's communicator displayed a flashing red call doctor (rcd) icon. Technical services (ts) referred the patient to the following clinic. It was also reported that the communicator has not connected for the past six months. No adverse patient effects were reported.